Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she "bumped (her) adc freestyle libre sensor with a door" and it subsequently detached after 2 days of wear. Customer denied experiencing symptoms but reported self-treating with an injection of glucagon. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed on the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for all freestyle libre sensor kits within expiration at the time of complaint were reviewed, specifically relating to the adhesive patch, and the DHR review showed there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported she "bumped (her) adc freestyle libre sensor with a door" and it subsequently detached after 2 days of wear. Customer denied experiencing symptoms but reported self-treating with an injection of glucagon. No further treatment was reported. There was no report of death or permanent injury associated with this event.